Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and the cable was sparking. A field service engineer confirmed that there was thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cable had exposed sections of wire that caused drawers to fail and was sparking. A field service engineer replaced the bus cable and medcart cable to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.